Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female patient underwent removal of a titanium less invasive stabilization system (liss) plate on (B)(6) 2015. When the surgeon attempted to remove two different screws, two separate device handles broke. In addition, the end of a screwdriver shaft bent. Also, two additional screwdriver broke during the procedure. After thirty to forty (30 to 40) minutes, the screws were successfully explanted with other available instruments. It was reported that no further intervention was required and that the procedure was successfully completed. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned devices are used in a variety of systems including large fragment lcp and screw extraction systems. The returned t25 stardrive screwdriver (314.118, 4622520) was received with its metal shaft protruding up out of the handle, which was chipped, and the tip of the screwdriver was deformed torsionally. Drawings for the devices were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The associated device history records showed that there were no issues during the manufacture of the product that would contribute to the complaint conditions. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. It is not possible to determine a true root cause but based on the procedure it is possible that the screwdriver was used to remove a screw which was embedded in dense bone which exposed the tool to excessive torsional forces and caused the complaint conditions. Additionally wear and fatigue due to repetitive use could have also contributed to the complaint conditions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ (B)(4). Manufacturing date: 07/12/2003. Part #: 314.118, lot# : 4622520 (non-sterile) - stardrive (tm) screwdriver t25 self-retaining 245mm. Quantity 12. Lot was release to the warehouse on 07/12/2003. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.